Event description:
The patient reported bite concerns. Byte cst (customer support team) confirmed posterior open bite per customer provided video. Cst initiated a 2-week rest period.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.